Manufacturer narrative:
Concomitant medical products: 5086mri52 lead implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited possible premature battery depletion. The crt-d is still in use. No patient complications have been reported as a result of this event.